Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled multiple cartridges with 200 units of insulin during the load sequence. Multiple cartridges were changed to resolve the issue. Customer¿s blood glucose level was 230 mg/dl.